Manufacturer narrative:
The investigation determined that a higher than expected lactate (lac) result was obtained from a single patient sample processed using vitros chemistry products lac slides lot 3532-0110-6552 on a vitros 350 chemistry system. The assignable cause of the event is likely an issue related to the patient sample which had been repeated the day after the initial run of the sample. The issue with the sample is unknown. The customer confirmed that they are following the sample preparation protocol listed in the vitros lac instructions for use. However, it is unknown how the sample was stored between runs, or if the sample had been mixed by inversion prior to repeating. Therefore, sample handling after the original draw cannot be ruled out as a contributing factor of the higher than expected result. Based on historical quality control results an issue with vitros lac lot 3532-0110-6552 is not a likely contributor of the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros lac slide lot 3532-0110-6552. In addition, results from three different patient samples correlated well with the results when they were each repeated. A within run vitros alkp precision test yielded results that were within acceptable guidelines indicating that an issue with the vitros 350 chemistry system was not a likely contributor of the event.

Event description:
A customer reported a higher than expected lactate (lac) result obtained from a single patient sample processed using vitros chemistry products lac slides in combination with a vitros 350 chemistry system. Patient sample result of 2.4 nmol/l versus an expected result of 1.3 nmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected result occurred on a single patient sample that was repeated for troubleshooting purposes only and was not reported from the laboratory. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number: (B)(4).